Event description:
It was reported patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) failed to have its software updated due to an error message. No intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of the system freeze after attempting lv cap confirm was confirmed. Analysis revealed that the user experienced the reported freeze during interaction with the update button of the atrial trigger type programming dialog window due to a conflict value being presented when the update action is performed. The root cause of the conflict value is due a setup test not being performed before enabling lv cap confirm. The implanted device was performing per design. No other anomalies were found.